Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification. The formed needle was found extracted out of the pod, but could not be determined if it linked to the reported cannula dislodge. The actual root cause for the reported cannula dislodge could not be determined. Pod download data showed an 0x3d hazard alarm generated, indicating that the step sensors got shorted before the wire being driven and the pod got deactivated thus stopping the insulin delivery. The fluid on the pcb was the cause for the step sensor short. Cracks were observed on the top and bottom housing. Internal corrosion was noted on the top battery and pcb, that led to the reported hazard alarm generation. It could not be conclusively determined if the cracks on the outer housing linked to the reported hazard alarm generation. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had also damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle.

Event description:
It was reported that while exercising, patient experienced a hazard alarm while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. Additional method of treatment was not provided.